Manufacturer narrative:
The event occurred in israel. It was reported that the rotaflow drive will not work with blood and a flow error occured during patient treatment. The ¿flow error¿ occurred two times and the device was replaced without negative consequences. During priming the rotaflow drive was working as intended. During the investigation by the getinge service department the error message ¿sig¿ occurred on the rotaflow drive. No harm to any person has been reported. The patient data was not shared by customer. The rotaflow drive (rfd) with s/n: (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-03-26, the error message ¿sig¿ occurred on the rotaflow drive and the rf drive closing cover kit (article number: (B)(4) has been replaced as part of the service. Thus, the drive was sent to the supplier (B)(4) for repair. On 2025-04-25, the supplier (B)(4) was able to reproduce the reported failure and the root cause could be determined as a loose contact in the plug. The cable has been replaced by the supplier. After functional test at the getinge service department on 2025-04-29, the device was sent back to the user. Based on these investigation results the reported failure could be confirmed. A review of non-conformities was performed on 2025-01-14 and during the time from 2020-05-13 to 2025-01-09 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on 2020-05-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in israel. It was reported that the rotaflow drive will not work with blood and a flow error occured. It was reported that the failure occurred during patient treatment. The ¿flow error¿ occurred two times and the pump was put aside. During priming the rotaflow drive was working as intended. No more information provided. No harm to any person has been reported. Due to the medical intervention a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the israeli market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI) (B)(4), primary di number has been used for rotaflow with catalog number 701022161. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.